Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the alleged defect of overheating and handpiece not detected by the console happened on two different events. The handpiece overheated gradually and was used as usual. There was a few minutes delay in the functional endoscopic sinus surgery (fess). Troubleshooting included reconnecting all the devices and changing of handpiece.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece could not be detected by the console suddenly during the procedure and the device overheated. There was no patient impact.